Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that a tego¿ connector became occluded during patient use. The reporter stated, it concerns 2 that are clogged. No one was harmed as a result of the reported event.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on the lot history. The probable cause of the no flow is due to variation on tego seal material, which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The device history review (DHR) was reviewed, and the lot number was found to fall under the scope of CAPA-0009146. D9 - device available for evaluation: no.

Manufacturer narrative:
Two used devices were received for evaluation on 9/15/2025. Sample 2 had blood residuals in the seal. No defects on sample 1. Each of the tegos were accessed with a luer lock syringe to activate the devices and see if occlusions could be observed. Sample 1 had a clear fluid path. Sample 2 had the seal walls buckled. Sample 2 was disassembled. There was a lack of adhesive on the tego. The seal had been twisted and was not inserted straight into the yellow body. The reported complaint of no flow can be confirmed on one (1) of the used tegos. The probable cause is due to an assembly error in manufacturing. Lot history review was conducted; the lot number was found to fall under the scope of an ongoing corrective and preventative action.